Event description:
During the second half of a paroxysmal atrial fibrillation procedure, during mapping the patient was noted to be hypotensive. A tamponade was then diagnosed via fluoroscopy and a echocardiogram. A pericardiocentesis was performed to stabilize the patient and the procedure was cancelled. There were no performance issues with the mapping catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.